Manufacturer narrative:
Additional information was received that the pleural effusion was treated the same day of the valve implant. A pericardial window was performed and a pericardial drain was placed. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Imaging provided to medtronic for review confirmed a medtronic valve was implanted at a good depth. The angiogram confirmed severe paravalvular leak (pvl) was present and the inflow was constrained. The executive summary that was provided for this event confirms a perimeter of 87.3 mm falls into a 34 mm valve size suggestion. The summary confirms a 70-degree implant angle which is considered to be a horizontal aorta. The sinus of valsalva (sov) image suggests this is a possible bicuspid valve. The femoral access has severe tortuosity in the arterial anatomy. There is no evidence provided to confirm the events of the effusion and drainage, and there is no valve load checks for this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Multiple factors can affect frame expansion or a constrained valve, such as patient anatomy (such as calcification location and levels) and procedure related factors (such as valve positioning). Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Pericardial effusion is a known effect that can occur after cardiac procedures. In addition, bleeding is a known potential adverse effect per the device instructions for use (IFU) and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the patient's state of health, and pre-existing medical conditions. In this case, it was reported that the physician considered a possible annulus rupture. Cardiovascular injuries, such as rupture, are a known potential adverse patient effect per the device IFU. A conclusive cause of the reported event could not be determined with the available evidence and the relationship of the effusion to the valve could not be determined. This event does not indicate device misuse or malfunction. Updated data: h6 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e nveor-l, serial/lot #: unknown. (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured once for unknown reasons. The final valve implant depth was high. Three days following the valve implant procedure, an echocardiogram revealed a small pleural effusion. After observing the effusion, it was decided to perform a thoracentesis and one liter of blood was drained. The patient was sent to surgery, but the location of the bleed was unable to be identified. Surgery was performed to stop the bleed within the pleural space. The source of the bleed was not able to be identified with a computed tomography (CT) scan, but the physician considered a possible annulus rupture. Once the bleeding had stopped, the patient was sent back to the intensive care unit (ICU). No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional information was received that the physician could not confirm an annular rupture, but the bleeding was confirmed to originate from the posterior aspect of the aorta. Per the physician the valve contributed to the injury, but the delivery catheter system did not. No additional adverse patient effects were reported.  E. Initial reporter phone number was updated to align with the facility. E2 and e3. Initial reporter was reported correctly initially as a hcp-physician and inadvertently changed in a submitted supplemental report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the effusion was a pericardial effusion and not a pleural effusion as was previously reported. No additional adverse patient effects were reported.  Updated code: patient code concomitant product: eval code method 4115 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.